Event description:
Patient reported "deflation". Later, healthcare professional reported "rupture" of a non (B)(6) device. This record is for the left side. The device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).